Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued repeated alert code 38 for consecutive stalled motor events, consistent with a failure to infuse insulin, while using a 6 mm, 23 inch infusion set; the user was advised to fully charge the device, perform a dry run up to 140 units, and complete a supply change, after which the system appeared to function. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in conjunction with a motor-related component issue resulting in failure to infuse insulin. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.